Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 203. Upon evaluation, q3 transistor was shorted. The cause of the code 203 and inability to complete testing is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.